Event description:
Alleged deflation.

Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage ("of the implant outer shell" or "to the valve strap") which resulted in outer lumen deflation.